Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2013. A afx bifurcated stent graft, three afx limb stent grafts (lsg), and a afx infrarenal aortic extension were implanted. Secondary procedure was performed on (B)(6) 2016, to treat an iliac aaa that had grown distal to a stent graft. Two afx lsg were implanted to cover the aneurysm growth. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
Unconfirmed reported event: iliac aaa growth distal to a stent graft. The most likely cause of the device malfunction, procedure related harm and final patient disposition could not be determined due to the lack of the medical information surrounding the initial implant procedure and the secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. Corrected to limb stent graft.